Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive was evaluated and reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a cine disk unavailable error. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.